Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. The user mentioned that all devices were flushed and checked for damages prior to use with no issues noted. When inserting the versacross connect dilator into the faradrive sheath, it was noticed that the tip of the dilator was scored/damaged, with a 'lip'. The device was not re-inserted and there was no manual reshaping performed. The dilator was then removed from the sheath and replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. No other issues were reported.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. The user mentioned that all devices were flushed and checked for damages prior to use with no issues noted. When inserting the versacross connect dilator into the faradrive sheath, it was noticed that the tip of the dilator was scored/damaged, with a 'lip'. The device was not re-inserted and there was no manual reshaping performed. The dilator was then removed from the sheath and replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. No other issues were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected, and the device flushed properly before and after decontamination. Also, during vhx testing, the dilator tip showed visible damage. Therefore, the reported allegation was confirmed.